Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, while updating the software on the real intelligence cori console, they went through the normal procedure by plugging in the software usb, tapping f7 while powering on the console, entering the password in the field, and selecting the (B)(6) usb drive for the system to boot from. The system then got stuck before the screen that prompts if the user would like to install the software update. They tried to install the software update twice with the same usb and got the same result. When they switched to a different software application usb, they were able to successfully update the system. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
H3, h6: the real intelligence cori (us), rob10024, (B)(6) (cori 1.4.3. Application upgrade usb, 1000022851), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The 1.4.3. Application usb was used to update a cori console. After selecting the usb the system began the installation then stalled within seconds at a screen. It is not known if the user had previously used the usb. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of the failure is related to the production/duplication process. A CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.